Event description:
The patient had a rectocele repair. It was reported that the patient developed anal/rectal pain and rectal bleeding. Patient was examined under anesthesisa two mos later. Patient was found to have an infection of the staple line. Patient required drug therapy. Patient's issues resolved as of 13 days later.